Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. (B)(6).

Event description:
It was reported that during the lead pull procedure, the patient had a cerebrospinal fluid (csf) leak. It was unknown if the leak was device related or lead access related, as the lead went anterior at one point. The patient had a blood patch to help with the csf leak and was stable upon leaving the facility. The removed leads were not returned.